Event description:
A hydra jag was used for a therapeutic ercp. There was smooth cannulation of the bile duct, with no known cannulation of the pancreatic duct. Sixteen hours after the procedure, the pt developed pancreatitis. Before the procedure, the pt had been dieting and was hypoalbuminic. A CT scan was suspicious for appendicitis. The pt underwent a laparotomy and had their gall bladder and appendix removed, however, both had some mild inflammation and there was milky fluid in their abdomen similar to saponification of fat. The pt had drains placed and was hospitalized for two to three weeks. In addition, the physician on the case does not believe that the device malfunctioned but because the wire is stiffer than usual, the curve might not flatten out easily enough and is putting pressure on the pancreatic duct.